Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending angle insufficient due to elongation of the angle wire, foreign object inside the nozzle, play of the angle knob out of the normal state due to elongation of the angle wire, scratches on insertion tube, curved rubber adhesive missing, scratches are found on tip cover, scratches found on operation part, dirt on operation part that difficult to remove, scratches found on switch box, suction cylinder scraped, scratches on operation unit cover, scratches on the up/down knob, scratches on up/down angle fixing lever, scratches found on right/left knob, scratches found on grip, scratches found on universal cord, scratches found on scope connector, scratches on scope connector cover, and scratches on the right/left angle fixing knob. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on an elvis lucera elite gastrointestinal videoscope, for bending angle being insufficient due to elongation of the angle wire and having air/water nozzle issue. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The cause of the suggested phenomenon could not be definitively determined, as the foreign material could not be specified. It was presumed that reprocessing was performed correctly. Olympus will continue to monitor field performance for this device.